Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the burnt cover was likely caused by high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip and the foreign material could not be identified; however, a definitive root cause of investigation findings could not be identified. The event can be detected/prevented by following the instructions for use which state: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection: 3.2 inspection of the endoscope evis lucera gif/cf/pcf type 260 series operation manual chapter 4 operation: 4.2 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle and the plastic distal end cover was burnt. There was no patient involvement.